Event description:
It was reported that after switch on the pt experienced a growing number of electrodes channels with status hi. Patient's parents did not report about any injury or trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.